Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the handle piece cover was broken and internal wire tore. There was no report on patient injury.